Manufacturer narrative:
The main device, the other relevant component includes: product ID: 8782, serial# (B)(4), implanted:(B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient receiving 8 mg/ml of morphine and 4 mg/ml of bupivacaine. It was reported the pump was delivering ¿0.5 mg/day¿ of morphine and ¿0.999 mg/day¿ of bupivacaine. It was reported on (B)(6) 2018 the patient¿s catheter was replaced, and discarded by the healthcare provider. The patient had gone through withdrawal in ¿(B)(6),¿ (the year was not specified/provided). The physician reported they were unable to aspirate during a dye study. It was unknown when the dye study occurred. The spinal segment was replaced, and the physician was then able to aspirate through the catheter access port (cap). It was unknown what environmental/external/patient factors that may have led or contributed to the issue. It was reported the issue had been resolved at the time of the report. Other medications being taken at the time of the event, the patient¿s weight, and the patient¿s medical history were not available to the manufacturer. The patient¿s status at the time of the report was provided as ¿alive ¿ no injury.¿ no further complications were reported or expected.